Event description:
The pt (B)(6) is implanted with an occipital nerve stimulation system (off-label). It was reported the pt is experiencing discomfort at the ipg site. Surgical intervention was undertaken on (B)(6) 2014 to relocate the ipg from its original location, under the pt's arm to her abdomen.

Manufacturer narrative:
Sjm has a limited info related to the pt's med history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding med history.